Manufacturer narrative:
(B)(4).

Event description:
The customer received erratic results and error messages indicating a sample clot. The customer replaced the sample probes but the errors continued and the calibrations and qc failed. The customer stated that there were 11 patient samples that were repeated on another cobas 8000 c (701) module but only six results that had been reported outside of the laboratory and needed to be corrected for ca2 calcium gen.2. No other assays were affected patient 1 original result was 5.0 mg/dl, repeat result was 9.0 mg/dl. Patient 2 original result was 5.9 mg/dl, repeat result was 7.4 mg/dl. Patient 3 original result was 5.2 mg/dl, repeat result was 9.1 mg/dl. Patient 4 original result was 5.2 mg/dl, repeat result was 8.4 mg/dl. Patient 5 original result was 6.0 mg/dl, repeat result was 8.8 mg/dl. Patient 6 original result was 6.0 mg/dl, repeat result was 8.8 mg/dl. The patients were not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found the squeegee nozzle was dripping and the water evacuated by the squeegee nozzle was not draining. He removed and cleaned the squeegee nozzle and vacuum line to the vacuum vessel and performed adjustments. He ran successful operational and mechanical checks and verified no water was dripping from any nozzle. All qc was successfully performed.